Manufacturer narrative:
(B)(4). The customer reported that the ac power module had failed. The customer evaluated the ac power module and contacted philips and it was determined that it had failed. The customer ordered a new one which resolved the failure. The unit remains at the customer site with the new ac power module installed.

Event description:
The customer reported that the ac power module had failed.